Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, a loss of output from the pulse generator had occurred following the use of electrocautery. The patient underwent cardiac arrest and was resuscitated. The device was successfully explanted and replaced.